Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported a brain bleed occurred during the patient's stage one dbs system implant procedure. Reportedly, the patient was admitted to the hospital with bleeding, however no symptoms were reported and no interventions were taken. Follow up information identified the patient underwent the stage two procedure and no symptoms of brain bleed remained.